Manufacturer narrative:
(B)(4): the customer advised physio-control that they have replaced the therapy connector assembly and after observing proper device operation through functional and performance testing, the device was returned to the end user for use. The device will not be returned to physio-control for evaluation.

Event description:
The customer reported that their device was intermittently detecting the connection of the defibrillation therapy cable assembly. The connection appeared to be loose.there was no patient use associated with the reported failure.